Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation in the complaint file of a causal relationship between the use of the liberty select cycler and the patient event of peritonitis. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak reported for this event. All dialysis patients are at an increased risk for infection due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. The cause of the peritonitis is unknown; however, pseudomonas infections are usually the result of recent use of antibiotics and commonly infects catheters. It is unknown if the patient had recently been prescribed antibiotics. Pseudomonas oryzihabitans is an opportunistic human pathogen isolated from moist environments, mainly rice paddies, sink drains and indwelling devices. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had experienced peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2020 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) fortaz 1,000 mg daily for 21 days. The culture resulted positive for pseudomonas oryzihabitans and the white blood cell (wbc) count was 11,699 (unknown units). Another culture was obtained on (B)(6) 2020, however no results were provided. The fortaz was discontinued on an unknown date as it was not effective. The patient was started on gentamicin 80 mg every other day for 21 days. The cause of the peritonitis is unknown. The patient continues to complete therapy utilizing the liberty select cycler.